Manufacturer narrative:
Other, other text: h6) additional information was received indicating that the event occurred at customer's in-house testing facility; there was no patient injury. One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no appearance of any physical damaged. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed no evidence of the reported issue. To further investigate, a functional test was performed. The pump was found to be displaying "air in line" alarm message when a stop/start key button was pressed. The air detector was replaced.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a faulty air in line sensor. No adverse effects were reported.